Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system upgrade procedure the physician initially had a difficult time removing the right ventricular (rv) lead from the old device header. However, the physician tugged on the lead a little more and was able to remove the lead. Upon inspection of the rv lead it was noted that the casing of the tip electrode was missing and most likely stuck in the device header. The rv lead testing and measurements were consistent with the testing done prior to the procedure. The rv lead was plugged into the new device and similar testing was conducted with similar results. The rv lead remains in use. No patient complications have been reported as a result of this event.